Manufacturer narrative:
The lot number for the malfunction was provided; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation however photo has been provided and pending evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0604580, implantable port allegedly experienced leak. This information was received from (B)(6). Of the one malfunction, one patient was involved with no patient consequence or impact. The age, weight and gender of the patient was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0604580 implantable port allegedly experienced leak. This information was received from one source. The malfunction involved patient with no known impact to the patient. The age, weight and gender of the patient were unknown.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, a photo has been provided and the reported fluid leak was not confirmed. A root cause has not been determined. The device was labeled for single use.